Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The right ventricular lead exhibited noise reversions. The noise could not be reproduced with isometrics. Device sensitivity was changed and the patient would be monitored.

Manufacturer narrative:
(B)(6).